Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that an impella cp was implanted in a patient via percutaneous right femoral artery for mechanical circulatory support. The device position was moved shallow during rolling of patient. No hemolysis, alarms or patient harm was noted. The physician used an echocardiogram to reposition the pump which resolved the issue. The procedure was successful with this device.

Manufacturer narrative:
Device in wrong position: the cause of the device in wrong position was most likely use related to patient movement per clinical details that pump became mispositioned during rolling of patient.